Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device in this incident. It was determined that the customer had mentioned that medbank was not stocked with the key item, so user could not issue the item. A technical support specialist (tss) had mentioned that no one from the customer¿s end had added this to the site. Therefore, the tss asked the user to email dl-productsupport to remove the keys. The tss confirmed that the issue had been resolved by a multisite update, and the keys were removed. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower the key item was not stocked. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.